Event description:
A system operator reports a conventional pt with residual/induced cylinder (astigmatism) following refractive surgery on both eyes. This report is being submitted for the right eye; the left eye is being submitted under manufacturing report #1061857-2007-00024. Pt records provided indicate approximately two years following the original surgery, the pt rec'd an enhancement for a monovision outcome. Prior to the enhancement, the right eye was undercorrected 1 diopter and induced astigmatism of -.5 diopters. Thirteen months following the enhancement, this pt's right eye exhibited a 2-line decrease in bcva and induced astigmatism of -.5 diopters from pre-op enhancement. Twenty-two months later, the pt rec'd an add'l enhancement in the right eye. One week following this enhancement, the right eye exhibited -1.75 diopters induced astigmatism and the 2-line decrease in bcva remained. Add'l info provided indicated at the pt's latest exam, bcva in the right eye was 20/30 at 5 weeks post-second enhancement. The astigmatism was reduced to -1.25d. The pt reported difficulty with the planned monovision outcome and is experiencing blurred vision and difficulty driving.

Manufacturer narrative:
The complaint investigation/evaluation is in progress.